Event description:
A report was received stating a ventilator's keypad was unresponsive. There was no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).